Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a pharmacist contacted lifescan (lfs) (B)(4), on behalf of a patient alleging that their onetouch verio 2 was displaying an erro1 message. The complaint was classified based on customer service representative (csr) documentation as the reporter did not wish to answer further questions. The reporter was only able to provide limited information and unsure when the alleged product first began. The reporter could not provide details as to how the patient manages her diabetes or whether she made any change to her usual diabetes management routine as a result of the alleged issue. The reporter for the patient claimed that the patient developed symptoms of weakness and hypoglycemia after the alleged issue began. The reporter was unable unwilling to answer if the patient received any treatment. At the time of trouble shooting the csr detailed that this was not the first time the product was in use. The alleged issue remained unresolved as the reporter did not complete troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms do not meet lifescan's criteria for a serious injury. However, this complaint is being reported because, the alleged issue remained unresolved at the time of troubleshooting.